Manufacturer narrative:
This report is filed, may 13, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced skin overgrowth on the abutment. The implanted device remains.